Manufacturer narrative:
Asp investigation summary: the investigation included a review of the certificate of conformance (coc), trending of lot number, concomitant product evaluation, and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 02/03/2016 to 08/01/2016 and trending was not exceeded. The sra indicates the risk associated with a hazard of 'quality problem with no impact on safety' is "low." The product was not returned for evaluation. The concomitant sterrad® 100s was tested by a field service engineer. (Fse) arrived on site and confirmed the reported problem. He replaced the injector valve assembly, completed a successful test cycle and confirmed that the unit met specifications. System was returned to service. It is unclear whether the issue was associated with the replaced part as the part was not returned for failure analysis testing. A definitive cause could not be assigned to the reported event with the information available. The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct brand name is sterrad® sealsure chemical indicator tape. The correct common device is indicator, chemical. The correct catalog number is 14202, the correct lot number is 31615, the correct expiration date is 09/12/2017.

Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly.